Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on posterior leak test and microscopic analysis was performed which identified: sharp opening on posterior and opening crack on valve. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.